Event description:
It was reported that a balloon burst occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. There were no patient complications.